Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported an error occurred with an alaris medsystem iii infusion pump. Channel c failed while infusing a patient. There were no adverse effects caused to the patient.

Event description:
It was reported an error occurred with an alaris medsystem iii infusion pump. Channel c failed while infusing a patient. There were no adverse effects caused to the patient.

Manufacturer narrative:
The customer¿s stated issue of channel c failed during infusion was confirmed through a review of the logs for the suspected event date. However, an event date was not provided by the customer. The log review found that an error occurred on channel c for ¿pump motion hindered¿ on the suspected event date of ¿(B)(6)2002¿ at 9:31:51 pm. Functional testing consisting of infusion testing performed on the source channel found the device operating in specification. However, the slide latch link had dried fluid contamination on the track. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The msiii was in use during treatment. The root cause of the customer¿s complaint was not definitively identified in this investigation; however, the probable cause is believed to be due to dried fluid in the latch assembly. Since the cassette was not returned it could not be determined if it was a contributing factor to the reported event. The returned msiii was thoroughly tested and inspected; no fault was found. Sample inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the device. There was contamination and dried fluid observed on the slide latch assembly oh channel c. Log analysis results: on ¿17jul2002¿ pump channel c infused for approximately 3.5 hours between 5:59 pm and 9:31 pm. Between 8:54 pm and 9:31 pm channel c alarmed for patient side occlusion 6 times and was restarted after each occurrence. At 9:32 pm pump c was started again but then an error occurred for ¿pump motion hindered¿ at 9:32 pm and the system was silenced. Test results: the returned msiii was plugged into an ac power source and powered on. Pump ¿b¿ and ¿c¿ passed post upon power on. Pump ¿a¿ did not home and displayed ¿service¿. When selected, pump ¿a¿ also showed error code 292 ¿latch out of order¿. Pump c was programmed to infuse at the rate last programmed in that channel. The infusion started at a rate of 168 ml/h and the infusion continued for approximately 140 hours. The infusion completed without any errors or malfunctions. The msiii was connected to fms and the error on channel a was cleared. Calibration was performed on channel c, no errors or malfunctions occurred. Test methods: n/a, no test method is required. Device history review: a review of the device history record showed the device had a manufacture date of 14feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n: 14312384 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for s/n: (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.